Event description:
The customer reported a speaker issue. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker issue. No patient harm was reported. The speaker was replaced by philips. In an abundance of caution, we will report this incident as a possible loss of audible alarming. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.